Manufacturer narrative:
Failure analysis revealed that the insulin pump communicated properly with contour link blood glucose meter. Unable to download due to an alarm in the history file. The alarm was a result of a corrupted history file. The device had a cracked display window corner, scratched screen, cracked reservoir tube lip and protruded/loose drive support disk.

Event description:
It was reported that the insulin pump was not reading the customer's blood glucose reading for the past two to three days. Reviewed the alarm history and no alarms found. The blood glucose meter was on and the identification number was programmed correctly. It was also mentioned that the device has a crack on it. No further information was provided.